Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited undersensing of ventricular tachycardia (vt)/ventricular fibrillation (vf) and resulted in shock therapy not delivered. It was reported that the patient was symptomatic with the rhythm. Boston scientific technical services (ts) discussed the option of programming rate smoothing off to prevent rate smoothing pacing that results in a high sensing wall. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.